Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead was fractured. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4965-25 lead, implanted: (B)(6) 2002. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.